Manufacturer narrative:
A getinge clinical specialist spoke with the customer via telephone and instructed them to unplug the fiber optic cable and the helium tubing, turn the machine off then back on. Wait for the message "system test ok" to appear then plug the fo & helium back in and press the start button. The pump ran through the normal start up process and began pumping appropriately. As soon as it started working they hung up. The getinge clinical specialist spoke with the biomed manager and told him about the call. He is aware of the incident. She spoke with the biomed manager again and it was stated the unit was used on another patient with no issues. This may have been an issue with the catheter or with user error not being plugged in correctly, it does not seem like there is a problem with the pump. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use on a patient, when the cardiosave intra-aortic balloon pump (iabp) unit was turned on, it shows the message "autofilling and calibrating", however the pump did not start, and the balloon never inflated. There was no helium waveform. There was no patient injury.